Event description:
It was reported that the pump exhibited a cassette was not attached properly alarm. During physical inspection, it was found that there were a torn downstream occlusion seal and a buckled upstream occlusion seal. There was no patient involvement, no injury was reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there was a no cassette attached alarm. The device was visually inspected and a torn downstream occlusion seal and a buckled upstream occlusion seal was identified. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was due to the downstream occlusion seal presented with fluid ingression. As a result, the downstream occlusion sensor and upstream occlusion seal were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.